Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the setscrew marks on the connector pin were too proximal. Visual summary analysis of the lead indicated damage at implant. The analyst commented that there is only one set of setscrew marks on the is-1 pin and it is too proximal. The lead was not fully inserted into the device. The helix was able to be extended and retracted. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was variable, and the impedance on the atrial pacing lead was beyond the expected upper range. On (B)(6) 2015, atrial pacing impedance measured high at greater than 3000 ohms from a variable trend ranging from 399-608 ohms. (B)(4).

Event description:
It was reported that there was an alert for high impedance on the right atrial (ra) lead. There were also high swings in impedance over the past few days. Pocket manipulation did not result in noise. Fracture was suspected. The alerts were programmed off and the lead was subsequently explanted and replaced. During extraction the helix was not able to be retracted. No patient complications have been reported as a result of this event.